Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was attempted to be retracted into the sgc and retracted into the right atrium. The clip became caught on the clip introducer. Troubleshooting was preformed, but the clip was damaged. The clip was removed from the patient and an replacement mitraclip was implanted successfully. The final mr was grade 1/. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (cds/sgc). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the cds from the sgc appears to be related to procedural conditions (clip caught on clip introducer during removal). However, a cause for the clip getting caught on the clip introducer could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was attempted to be retracted into the sgc and retracted into the right atrium. The clip became caught on the clip introducer. Troubleshooting was preformed, but the clip was damaged. The clip was removed from the patient and an replacement mitraclip was implanted successfully. The final mr was grade 1/. There were no adverse patient effects or clinically significant delays reported.